Event description:
It was reported that the customer had an e52 alarm repeatedly on the insulin pump. The customer's blood glucose level is normal, didn't require medical treatment. No further details given.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the self test with no error alarm. The insulin pump was received with a cracked case at the display window corners and minor scratches on the display window.